Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. Treatment for the peritonitis was not reported. Four days prior to the onset of the peritonitis, the patient was hospitalized for another indication (no further detail). At the time of this report, the patient was recovering from the peritonitis and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient was hospitalized due to an unrelated medical condition. During hospitalization, the patient was diagnosed with peritonitis. On an unreported date, the patient started treatment with intraperitoneal dreptomycine (40 mg; frequency and duration not reported) for peritonitis. At the time of this report, the patient had recovered and discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.